Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted with epistaxis/hemoptysis in setting of supratherapeutic international normalized ratio (inr) >9. Their aspirin and warfarin were held. They received 10mg of vitamin k and two units of fresh frozen plasma. After treatment their inr came down to 2. Hematocrit and hemaglobin were noted to be stable. The patient had a computed tomography (CT) scan showing no pulmonary embolism. Peripheral filling defect in the outflow cannula from the left ventricular assist devcie (lvad) was noted on CT with at least moderate narrowing of the lumen. Air trapping at the lung bases with some adjacent atelectasis with superimposed pneumonitis and/or edema also noted to be possible. There was marked thickening of the aortic valve leaflets, which appear closed. The outflow graft narrowing was stable with no low flows or hemodynamic changes. No additional treatment was required. Log file review was requested which revealed no unusual events. The event resolved and and the patient was discharged home.